Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower glucose sensor scan result as compared to how they felt. The customer experienced low blood sugar at 49%, resulting in imbalance and causing them to hit a wall. This impact caused the sensor to detach and become damaged. Two sensors were lost due to this incident, as well as the incorrect application of the second sensor. The second sensor also detached after the customer hit a wall. When attempting to apply a new sensor, the customer used excessive force, which caused the needle to bend due to improper application technique. There was no report of death or permanent impairment associated with this event.